Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The unit had a scratched display window and cracked battery tube threads.

Event description:
The customer stated that the insulin pump gave a motor error alarm. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. Attempted to review the alarm history, but the unit continued to alarm with motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.